Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil perforated her fallopian tube"), device dislocation ("migration of essure ¿ right sided essure out of place and hanging inside intra-uterine abdominal cavity") and genital haemorrhage ("abnormal bleeding (general) metrorrhagia after essure") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced dental caries ("cavities and dental decay/dental problems"), fatigue ("fatigue/fatigue"), discomfort ("hormonal changes ¿ uncomfortable feeling all the time"), urinary tract infection ("infection ¿ urinary tract infection"), genital haemorrhage (seriousness criterion medically significant) and metrorrhagia ("abnormal bleeding (general) metrorrhagia after essure"). On 6-nov-2014, the patient had essure inserted. In 2015, the patient experienced back pain ("low-back pain/low back pain-crampy pain radiates to back both legs"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric problems ¿ depression"), migraine ("graines/headaches"), headache ("migraines/headaches"), pelvic pain ("pain severe pelvic pain and pressure radiating to hip and back"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain/weight gain/loss specify which one- weight gain"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/gastrointestinal or digestive system condition ¿ abdominal pain suprapubic area, right lower left lower quadrant"), abdominal pain lower ("gastrointestinal or digestive system condition ¿ abdominal pain suprapubic area, right lower left lower quadrant"), pelvic adhesions ("pelvic adhesion") and endometriosis ("other injury or complications-please describe: fulguration of right implant/stage I endometriosis"). On 30-oct-2016, 1 year 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced uterine leiomyoma ("other injury or complications-please describe: fragment of myometrium consistent with leiomyoma"). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), gastrointestinal disorder ("abdominal inflammation/she still suffers from abdominal inflammation"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), gastritis ("gastrointestinal or digestive system condition ¿ abdominal pain and abdominal inflammation"), nausea ("nausea"), allergy to metals ("nickel allergy"), arthralgia ("hip pain") and bone pain ("bone pain"). The patient was treated with ibuprofen, vagisil, surgery (cystourethroscopy,exploratory mini laparotomy,removal of bilateral essure,bilateral salpinectomy), and alternative therapy (feeling, broken teeth replaced). Essure was removed on 23-jun-2017. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain, dental caries, dysmenorrhoea, fatigue, depression and procedural pain was resolving, the device dislocation, abdominal pain lower, vaginal haemorrhage, stress urinary incontinence, discomfort, urinary tract infection, migraine, nausea, allergy to metals, pelvic pain, vaginal discharge, weight increased, metrorrhagia, pelvic adhesions, bone pain, endometriosis and uterine leiomyoma outcome was unknown, the gastrointestinal disorder had not resolved and the back pain, gastritis, headache, genital haemorrhage and arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bone pain, dental caries, depression, device dislocation, discomfort, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, gastritis, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, procedural pain, stress urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she also performed a laparoscopy with fulguration of right endometrial implant on 07-nov-2016. Cystourethroscopy, exploratory mini laparotomy, removal of bilateral essure implants, bilateral complete salpingectomy was performed for removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 30-oct-2016: left essure coil perforated fallopian tube hysterosalpingogram - on 20-feb-2015: confirming full occlusion fallopian tubes MRI showed that essure on the right side was out of place and hanging inside the intraabdominal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, urinary tract infection, device dislocation, endometriosis, pelvic adhesions, metrorrhagia. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff's fact sheet and medical records received. Abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, abdominal inflammation, hormonal changes ¿ uncomfortable feeling all the time, infection ¿ urinary tract infection, migraines/headaches, migration of essure ¿ inside intra-uterine abdominal cavity, nausea, nickel allergy, ginal discharge, weight gain, other ¿ right fallopian tube fragment of myometrium consistent with leiomyoma, pelvic adhesions, stage I endometriosis were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil perforated her fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding"), gastrointestinal disorder ("abdominal inflammation/she still suffers from abdominal inflammation"), abdominal pain ("abdominal pain"), dental caries ("cavities and dental decay"), back pain ("low-back pain"), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), depression ("depression") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (she underwent a bilateral complete salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain, dental caries, back pain, dysmenorrhoea, fatigue, depression and procedural pain was resolving and the gastrointestinal disorder had not resolved. The reporter considered abdominal pain, back pain, dental caries, depression, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, menorrhagia and procedural pain to be related to essure. The reporter commented: she also performed a laparoscopy with fulguration of right endometrial implant on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: left essure coil perforated fallopian tube hysterosalpingogram - on (B)(6) 2015: confirming full occlusion fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.